Event description:
It was reported to philips that exposure generation was not possible. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the bios battery of the ippc (image processing pc), reinstalled the ippc software and re-created the image disk. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the exposure was not possible and the image disk was full. The fse found the bios (built in operating software) battery in the ippc (image processing pc) to be defective. The fse replaced the bios battery, reloaded the ippc software and recreated the image disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.